Event description:
A hospital in another country reported to our distributor that a respiratory humidifier alarmed to indicate humidity was low in a set-up composed of the rt226 infant low flow breathing circuit and servo-I ventilator. It seemed that the heater wire of the breaking circuit had become unhooked. The breathing circuit had been used for over 7 days. No patient consequence was reported.

Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare by an international distributor. The product is not sold in the USA, but it is similar to a product which is sold in the USA. Although, several rt226 breathing circuits were returned, the faulty device itself was not. Our analysis is accordingly based on the event description and analysis of similar complaints. Results: the event description states that the heater wire was 'unhooked'. A lot check revealed 1 other complaint of this nature for this lot number. Conclusion: the heater wire in each breathing circuit is anchored inside the corrugated tube by a retention clip. A random sampling test of product from the production line indicates that the retention clips of a proportion of breathing circuits exhibit a noticeable tilt that current specifications allow. Stretching of those tubes with a tilted retention clip by the operator whilst the breathing circuit is in use can cause the clip to dislodge, and allow the heater wire a small amount of retraction. Breathing circuits with tilted retention clips are currently being examined further to determine the exact cause of the retraction. Our user instructions contain a warning to the user not to "stretch" or "milk" the tube as this has been indicated to be a possible cause of heater wire retraction. In addition, fisher & paykel healthcare recommends that user replace the breathing circuits after 7 days of use. Our monitoring and trending of heater wire retraction events in infant breathing circuits has a rate of occurrence of 0.0007% in the last year.